Event description:
The catheter broke just above the hub, the patient came into the hospital and they had to use surgical procedure to remove the portion of the catheter that migrated. Patient stayed in the hospital for 2 days after incident.